Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed on the sheath extrusion and tabs visual inspection revealed that one side of the peel-away did not tear correctly. This resulted in the extrusion to separate around the middle of the sheath. Microscopic examination confirmed the damage and revealed that the separation points and the seam line appeared wavy and not uniform. The sheath separated 13mm from the distal tip. The total length of the sheath measured 2 13/16" which is within the specification limits per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. Functional inspection could not be accurately performed due to the condition of the returned sample. All complaints are trended across product families on a monthly basis. Therefore, a separate complaint history review is not required. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the sheath did not tear as intended and separated from the rest of the extrusion. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when sheath was inserted clinician cracked the handles, started tearing it and half way down the sheath broke off. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.